Event description:
A caller reported receiving a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.